Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/31/2024. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Could you please confirm the number of sutures that "snapped" during this procedure. Ans: the scrub nurse highlighted that min 2 sutures. She can¿t recall the total number as it was a difficult case. 2. Could you please confirm the number of sutures that are having a "blunt needle" during this procedure. Ans: the scrub nurse highlighted that min 2 sutures. She can¿t recall the total number as it was a difficult case. 3. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case). Ans: it was highlighted by the scrub nurse. The following information was received: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study, unknown. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows three empty winding formers with product code 8526. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00833.

Event description:
It was reported that a patient underwent a CABG and mvr procedure on (B)(6) 2024 and suture was used. It was reported that the suture was having a blunt suture needle, one of the packing only have needle but no suture, and highlighted that it easily snapped. There were no patient consequences reported. Additional information was requested.